Manufacturer narrative:
After battery installation, almost all of the keypad buttons were not working due to intermittent contacts within the keypad switches. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received keypad anomaly. The customer's blood glucose level was unknown. Customer stated that the most of the buttons was unresponsive and he had some difficulties while pressing them. Customer was still able to use the insulin pump. The insulin pump will not be returned for analysis.